Manufacturer narrative:
B4:20sep2021 it has been identified that MFR report#: 2031642-2021-00444 is the correct report and is the primary complaint. MFR report#: 2031642-2021-04022 has been identified to be a duplicate and should be nulled.

Event description:
A proximal pressure sensor auto zero failed error was reported. Patient involvement is unknown.